Event description:
Caller alleged that the following results were obtained on a neonate patient less than 2 minutes apart: 212 mg/dl (inform ii meter) and 84 mg/dl and 81 mg/dl (lab). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.